Manufacturer narrative:
Correction to the initial MDR in block h6 patient codes to account for the tissue damage mentioned in the event description. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck, tissue was present around the wire. Physician had used this catheter for 12 ablations, while moving from basket shape to flower and the guidewire became stuck. The catheter and wire were removed from body and noticed an orange material (tissue) at insertion points of wire into catheter at the distal end. Tried to pull out wire while outside the body completely and the wire broke inside the farawave catheter. A new catheter and wire were used to complete the case. No patient complications reported. The catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck, tissue was present around the wire. Physician had used this catheter for 12 ablations, while moving from basket shape to flower and the guidewire became stuck. The catheter and wire were removed from body and noticed an orange material (tissue) at insertion points of wire into catheter at the distal end. Tried to pull out wire while outside the body completely and the wire broke inside the farawave catheter. A new catheter and wire were used to complete the case. No patient complications reported. The catheter is expected to be returned.